Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and diabetic ketoacidosis. Reportedly, the cartridge and infusion set had been used for five or six days. Tandem technical support educated the customer on insulin labeling. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."